Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 27-aug-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated they were feeling well now and had no symptoms related to diabetes. No medical intervention since the last call was reported. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint the true metrix air meter did not power on; customer stated the meter had been purchased a few days ago. During the call the meter powered on when a test strip was inserted using the power button. During the call, a blood test was performed by the customer pm fasting and produced test result of hi using true metrix air meter. The customer's expected blood glucose test result range was not provided. The test strip lot manufacturer¿s expiration date is 01/30/2026; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history. The customer reported feeling tired; customer stated he may seek medical attention.